Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging an unusual issue with their one touch ping meter. When the meter is turned off and a strip is inserted, the reporter claims that the main menu appears. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.